Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was unsure if he wants to replace the device. There were no adverse consequences.